Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer declined troubleshooting. Customer stated that the battery life lasting only 3 to 4 days, backlight dims and hard read, scratches on screen and priming process was slower when filling reservoir. The device will not be returned for analysis.